Event description:
It was initially reported that the patient was having their battery replaced. During surgery, it was reported that the battery was depleted and could not be interrogated, therefore impedance could not be checked. When the generator was replaced with a new one, impedance was found to be >10000 ohms. Pin re-insertion was attempted 4 times but there was still high impedance. Generator diagnostics was performed with a test resistor on the new generator and impedance was within normal limits indicating there were no suspected issues with the generator. The new battery was left in and was determined that a lead revision would need to be performed at a later time to resolve the high impedance as the patient had not consented to a revision. The patient was taken back to surgery and lead revision was performed. Once the lead was replaced, lead impedance was indicated to be within normal limits. Information was received that there was no visible lead damage to the explanted lead. The site the surgeries took place do not return explanted products, therefore the explants have not been received to date. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No additional relevant information has been received to date.